Event description:
It was reported to philips that the device was unable to run on battery power. The patient and the user involvement are currently not available.

Manufacturer narrative:
G5: 510k: k102985, b4: 08jul2021. The device was reported to have been in testing while being set up for use, there was no delay in therapy and no patient harm. The philips service engineer (se) confirmed the reported problem. Additional information was received that the battery's manufacture date was april 2012, indicating that the battery was 9 years old and past its life expectancy. The v60 service and user manual note that the battery replacement frequency should be every 5 years based on the date of manufacture. The se replaced and installed a lithium-ion battery to resolve the reported issue. The device passed all performance verification testing.